Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (belt cannot communicate with a monitor) has been confirmed. As received, the belt could not communicate with a monitor. Upon evaluation the green wire (+3.3v) was found to be open inside the trunk cable. The cause of the failure was the open wire. There were signs of external physical abuse. The root cause of the open wire cannot be positively identified, but was likely caused by excessive force. No adverse event resulted from the damaged electrode belt.